Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. There was an injury alleged with this complaint. The injury was reported as pinching of the leg. This was not deemed to be a serious injury and there was no reported medical intervention.

Event description:
The consumer sat on commode and it allegedly pinched the back of her leg. After she was pinched she noticed that the seat was cracked.